Manufacturer narrative:
Per the end user facility's biomedical engineer, the data log showed that the electronic patient gas system (epgs) oxygen (o2) sensor lifetime had expired. The field service representative (fsr) verified the o2 sensor lifetime expired message in the logs even though the o2 sensor was still below the expected o2 hours threshold. He replaced the o2 sensor. Release testing was performed successfully. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the o2 sensor into a lab use only (luo) epgs. The epgs calibrated successfully and then passed release testing. No 'service gas system' messages were observed. The o2 sensor operated as intended.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d4, h4 and h6 the reported complaint was confirmed. Per data log review, the system was used on (B)(6) 2022 with no issues. The next power up the central control monitor (ccm) date had jumped to (B)(6) 2088 causing the gas system to report the 'oxygen (o2) sensor lifetime expired'. This would cause the 'service gas system' message as reported. The system was power cycled and the date was corrected to 29apr2022, which was the date the issue occurred. On subsequent power ups the o2 sensor message was no longer reported. The actual issue was with the ccm having the date change at power up. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.